Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump alarmed with "no disposable" alert, while the cassette had been attached properly. Subsequently, the patient used a functional backup pump. No patient injury was reported. No adverse events were reported.

Manufacturer narrative:
Correction: MFR# 3012307300-2019-01166 is a duplicate of MFR# 3012307300-2019-01165. MFR# 3012307300-2019-01165 was submitted on 18-march-2019, therefore, please retract MFR# 3012307300-2019-01166.